Manufacturer narrative:
Additional information: all fragments of the balloon were retrieved within the sheath. The device was safely removed from the patient. There was no vessel damage noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a fortrex pta balloon along with non-medtronic 9fr sheath and 0.035" guide wire during procedure to treat a none calcified central vein with 85% stenosis. The vessel diameter and lesion length are 12mm and 40mm respectively. Medtronic inflation device was used to inflate the balloon. There was no damage to device packaging. There were no issues identified while removing device from hoop/tray. The device was prepped per IFU with no issues identified. On first inflation a longitudinal burst occurred at 12atm. All fragments of the balloon were retrieved. The device passed through a previously implanted stent. There was no resistance while advancing the device. Another brand balloon was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Product analysis: the förster tow pta balloon catheter was returned within a yellow, plastic biohazard bag. Inside the bag, the device was contained within the shelf-box indicated lot number a921646, consistent with the reported lot number. The packaging hoop and pouch label were also included in the shelf-box. No ancillary devices or images were received. The device was removed from the shelf-box. Inspection of the distal tip revealed a red blood-like substance, consistent with blood. Two marker bands were observed. A 0.035¿ guidewire was loaded with ease through the distal tip of the catheter and navigated out the proximal hub of the manifold. A 20cc water filled syringe attached to a manometer was attached to the inflation lumen luer lock of the manifold. The balloon chamber was inflated and was unable to hold pressure. A longitudinal leak was identified along the balloon. The length of the leak was approximately: 4.4cm. Microscopic inspection revealed the edges of the longitudinal tear. Also the distal and proximal balloon bonds remained intact. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.